Manufacturer narrative:
The contract manufacturer was able to confirm the reported event of the error code. The root cause was determined to be due to the broken board component (u3). The device was repaired and returned to the customer.

Event description:
It was reported that the multigen radiofrequency generator was being used in a procedure when an error message displayed on the screen, resulting in the procedure being rescheduled after the patient was under local anesthesia. There were no patient or user injuries and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation is completed.

Event description:
It was reported that the multigen radiofrequency generator was being used in a procedure when an error message displayed on the screen, resulting in the procedure being rescheduled after the patient was under local anesthesia. There were no patient or user injuries and no adverse consequences.